Event description:
It was reported that in the theatre when the dr introduced the swg into the pt's internal jugular, the needle broke away from the syringe. There was no intervention needed to remove the needle. There was a delay, however, there was no reported death or complications to the pt. An update received today, (B)(4) 2011, from (B)(6) clarified that it was the needle hub that broke.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.